Event description:
On 4/14/97, co received a report that an infant had undergone cardiac surgery on 2/20/97. Echocardiograms were performed using an acuson transesophageal transducer prior to and after the surgical procedure. The transducer remained in the pt's esophagus during the 4 to 5 hr procedure. On 3/12/97 and 4/10/97, the pt received dilatation procedures to relieve esophageal strictures. The pt succumbed while in recovery after the 4/10/97 procedure.